Event description:
It was reported that during a low anterior peritoneum resection procedure, the staple line unzipped when the bowel sizer was introduced. It is unknown why the staple line unzipped. The patient has had chemo treatments and there may have been an issue with the tissue. Sutures were used to complete the case with no patient consequence. The device was discarded. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: during the initial procedure, it was believed that the staple line unzipped due to the bowel sizer being introduced but actually it was due to malformed staple at the distal end of the staple line. It was the surgeon's choice to hand suture the staple line due to the anastamosis being so low in the pelvis. The patient had received six units of blood since the procedure. The surgeon took the patient back into the or to check the staple line and anastamosis to see if they were still intact. The staple line and the anastamosis were intact and there were no bleeders detected. There was old blood from the sacrum and the posterior mesentery that was suctioned out. The surgeon stated the patient was not taken back into the or because of a malfunction of the device. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Upon review of additional information received "[surgeon] noticed the bleeding was from the sacrum - nowhere near where the contour was fired," it was concluded that this event does not meet the FDA defined criteria for an adverse event. Additional information requested and the following response received: did the surgeon have any issues firing the device? No. How many times was the device fired?once. What color reload(s) were used?blue where the device was fired? Sigmoid. How long post-operatively was the patient taken back to the or? 2-3 days. If initially the surgeon did not know why the staple line unzipped, but then determined that there were malformed staples at the distal end and the reoperation was to check the staple line, why did the surgeon comment that the patient was not taken back due to the device? Surgeon inspected the anastamosis and everything was intact. He noticed the bleeding was from the sacrum - nowhere near where the contour was fired. Why was the patient given six units of blood? He lost blood. When was the patient given the blood? How long post-operatively? Unk. Do you know how much blood the patient lost? Unk. What was the patient's pre-op diagnosis? Cancer. Did the patient have a history of receiving radiation? No. What are the patient's age and sex? M/(B)(6). What is the current status of the patient? Discharged home.

Event description:
.